Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found tissue entwined in the helix and confirmed the reported damage, as cuts and deformed conductor coils were noted in several places. Testing was completed to assess the lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pacing thresholds elevated and the patient complained of feeling pain during pacing. As result, the patient underwent a surgery wherein the lead was extracted. The lead body was intentionally damaged during explant in to gain access to the ventricle. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.